Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that an intra-aortic balloon (iab) had to be removed after finding blood in the tubing. The catheter was removed without difficulties. The patient was stable and did not require another iab. There was no reported patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that an intra-aortic balloon (iab) had to be removed after finding blood in the tubing. The catheter was removed without difficulties. The patient was stable and did not require another iab. There was no reported patient injury or consequence.